Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp opening on radius assessed, as fold flaw opening. And crease smooth opening on radius assessed, as fold flaw opening. Additional observations: stress marks observed, crease fold observed, wear abrasion observed, dark ring. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.